Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. The sample analysis revealed no device malfunction that could have caused or contributed to the hernia. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. Due to reload set 201 the silicon o-rings were replaced. The homechoice device passed all check and calibration tests successfully. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia on her side coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the hernia was unknown. At the time of this report, the patient had not been treated for the hernia; a surgical repair was scheduled to be completed in approximately one week. Peritoneal dialysis therapy was ongoing. The outcome of the hernia event was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The exact date of the event was not provided; it was reported to have occurred in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.